Manufacturer narrative:
This report is submitted on august 14, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2018 and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 13, 2018. (B)(4).